Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The cause of this patient¿s death cannot be determined; however, there was no indication the patient¿s death was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to the cycler. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2025 due to an unreported cause. It was affirmed that the patient was connected to their liberty select cycler at the time of death. The patient was found by family to be unresponsive and pulseless on the morning of (B)(6) 2025. Emergency services were activated but the patient was not transported and pronounced deceased in home. The cause of death was not reported to the outpatient clinic; however, the patient had a recent decline in health involving advanced dementia that preexisted his start on pd therapy in (B)(6) 2025. It was confirmed, though the cause of death was not reported to the clinic, the patient¿s death was determined to be unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to the cycler. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2025 due to an unreported cause. It was affirmed that the patient was connected to their liberty select cycler at the time of death. The patient was found by family to be unresponsive and pulseless on the morning of (B)(6) 2025. Emergency services were activated but the patient was not transported and pronounced deceased in home. The cause of death was not reported to the outpatient clinic; however, the patient had a recent decline in health involving advanced dementia that preexisted his start on pd therapy in (B)(6) 2025. It was confirmed, though the cause of death was not reported to the clinic, the patient¿s death was determined to be unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Additional information provided in d9 and h3. Correction provided in g4. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.